Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint cc#(B)(4).

Event description:
It was reported during a novasure endometrial ablation on (B)(6) 2016 the "patient experienced bradycardia [and the] pulse rate decreased further". The anesthetist performed intervention, but the patient's heart rate continued to drop. The ablation stopped and the anesthetist called an "arrest". The anesthetist then performed "cardiac compressions" and "after compressions and other anesthetic intervention the pulse returned and gradually improved" the patient remained stable.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. Internal reference complaint number:(B)(4).

Event description:
It was reported by the physician on (B)(6) 2016, 15 seconds into the procedure the bradycardia started and lasted for one minute. Atropine was administered and cardiopulmonary resuscitation (CPR) was performed. The patient was admitted into the hospital on (B)(6) 2016 and discharged one (B)(6) 2016. "The patient has been uneventful since discharged and has not experienced any symptoms".